Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to correct the event type to ¿death¿. It was previously entered as "serious injury".

Event description:
From the attached complaint detail report for (B)(4), problem reported section: in the literature article "the enterprise stent for the treatment of intracranial aneurysms" by horst urbach, henriette tschampa, attila kovács, susanne greschus, johannes schramm, published clin neuroradiol 2009;19:197¿203 doi 10.1007/s00062-009-9009-9, patient had severe vasospasm post stent-assisted coil embolization. Two weeks later patient death occurred due to high intracranial pressure not related to the enterprise stent. A (B)(6) female patient presented with a basilar tip aneurysm and subarachnoid hemorrhage h and h grade IV. An enterprise stent 4.5 × 22 was delivered. After stent placement, the aneurysm was subsequently filled with 8 coils. Patient had severe vasospasm, balloon angioplasty was only angiographically effective. Patient then died during the following 2 weeks due to high intracranial pressure which was not related to the enterprise stent. At the time of complaint entry, no device specific information, i.e. Catalogue/lot number, is available. This submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly rending assessments as well as pms reviews.

Manufacturer narrative:
This is initial/final MDR report submitted for this complaint with associated MFR# 1226348-2017-00088. This submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly trending assessments as well as pms reviews. UDI unavailable, lot unknown. Expiration date unavailable, lot unknown. Manufacturing date unavailable, lot unknown. There are no alleged quality issues with the product. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time. No device returned. Vasospasm and increased intracranial pressure, described as neurologic deficits, are listed in the codman enterprise product IFU as potential adverse events associated with the use of the product. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that vessel / device interaction, medication regimen and underlying disease state may have contributed to the reported events. May have contributed to the event. No further actions are required at this time.

Event description:
In the literature article ¿the enterprise stent for the treatment of intracranial aneurysms¿ by horst urbach, henriette tschampa, attila kovács, susanne greschus, johannes schramm, published clin neuroradiol 2009;19:197¿203 doi 10.1007/s00062-009-9009-9, patient had severe vasospasm post stent-assisted coil embolization . Two weeks later patient death occurred due to high intracranial pressure not related to the enterprise stent. A (B)(6) female patient presented with a basilar tip aneurysm and subarachnoid hemorrhage h&h grade IV. An enterprise stent 4.5 × 22 was delivered. After stent placement, the aneurysm was subsequently filled with 8 coils. Patient had severe vasospasm, balloon angioplasty was only angiographically effective. Patient then died during the following 2 weeks due to high intracranial pressure which was not related to the enterprise stent. At the time of complaint entry, no device specific information, i.e. Catalogue/lot number, is available.